Manufacturer narrative:
(B)(4). Pt's info requested and all available info is included. Although requested, the affected product has not been received for evaluation. A f/u report will be submitted with investigation results should the product be received for evaluation.

Event description:
Magnesium sulfate 4 grams hung as a secondary medication and programmed to infuse at 30ml/hr, vtbi of 100mls, at 1220. The pump; was shut off while the pt was transferred to a new extended length bed. When the nurse went to restart the infusion after 10-15 mins, it was noted that the magnesium bag was empty. The customer believes that it back flowed into the primary bag of 0.9% normal saline. The primary drip chamber was overfilled and there were waves of stronger concentrated fluid mixing in the bottom of the normal saline bag. The dr recommended that the primary bag be infused at the ordered rate (there was approx 500ml of normal saline left in the primary bag). The pt was also receiving IV thiamine and folic acid. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.